Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) had an episode of ventricular fibrillation while on table in the catheterization laboratory. The patient did not receive a shock. However, the physician stated that the patient was externally shocked and the device did not detect appropriately. The markers were ventricular detected and did quick convert. The device started to charge and the field representative believed that the device was still charging when the patient was externally cardioverted. Boston scientific technical services (ts) discussed quick convert algorithm and agreed with the field representative agreed that if one additional beat was seen, the device would have delivered a shock. The device remains in service. No adverse patient effects reported.